Manufacturer narrative:
Patient information requested, but not provided. No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the customer is having issues with the luer locks and leaks. There was no impact to patient